Event description:
It was reported that an edwards aortic bioprosthetic valve was explanted after an implant duration of approximately 11 years due to the patient presenting symptoms of reccurrent aortic stenosis, seen by echocardiogram. Also diagnosed with a dilated ascending aorta.

Manufacturer narrative:
Evaluation method = x-ray evaluation summary: customer report of stenosis was confirmed. The valve exhibited heavy calcification in the cusp area of all three leaflets. At the free margins, calcification was moderate to heavy at leaflet 1, minimal to moderate at leaflet 2 and moderate at leaflet 3. Calcification restricted mobility in the leaflets and led to stenosis. Moreover, minimal host tissue overgrowth encroached onto the tissue outflow and into the orifice at the greatest point by approximately 2mm at leaflet 1. Host tissue was minimal at the stent inflow at the stent outflow. Leaflet 1 also had a tear (7mm) at commissure 1, calcification was observed at the region of the tear. Device evaluation confirms calcific tissue degeneration as the primary cause of the reported stenosis leading to this explant. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc. ), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event.